Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an informational power on reset message on both the patient programmer and implantable neurostimulator recharger. The patient agreed that it might have been because of low battery charge. The patient charged her implantable neurostimulator the day prior to the report. The patient was able to clear the power on reset message. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.